Manufacturer narrative:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. And capsular contracture, baker grade IV.

Event description:
Explanting physician reported, right side device rupture. And capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan device. Capsulectomy was performed. Device has been discarded.

Manufacturer narrative:
Correction to b5/g4 of supplemental medwatch #1: it has been determined that the device associated with this complaint is same/similar to a PMA approved device. This record will be reportable to the FDA and was un-reported in error. All information has been consolidated into this report. Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, b6, e1, g4, h6, h11.